Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip would not open, and while removing the device, the clip deployed and fell into the endoscope channel. The endoscope was cleaned and the clip removed. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.